Event description:
A user of the snap pump reported a hypoglycemic episode and was admitted to the hospital. At the time of the event, ems checked the user blood glucose which was 44 mg/dl. The customer was taken off the pump and the cannula removed from the infusion site. When treated with dextrose at the emergency room (ER), the blood glucose had raised to 60 mg/dl. Subsequently, the alarm history was checked on the pump and found "temp basal alarm" followed by "time date alarm", then a "temp basal alarm". The pump remains in use by the user and functioning correctly.

Manufacturer narrative:
Investigation of the event found the following: a review of the history log of asante snap insulin system confirmed there were no erroneous boluses or issues with the pump delivery. The temp basal rate is a feature used to manage blood glucose during short-term activities or conditions. The alarm history showing multiple temp basal alarms is an indication this feature was enabled for a period of 9 hours minimum (first alarm at 3 hours, second alarm 6 hours following). This alternate basal insulin delivery rate may indicate the basal rate was set too high. Post-event the user's physician adjusted the basal rate down 20%. The user had an overlapping effect due to having a treatment regime of both the snap insulin pump, and injecting additional insulin using the lantus pen. The user has a history of severe hypoglycemic events. The same asante snap insulin pump system is still in use by the customer and functioning as designed. Based on the above analysis, the event was likely due to user physiological condition and the treatment regime prescribed at this time.